Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the rxverify request did not open the required quantity; the facility requested 2 roxicodone units, but only one pocket opened instead of the expected two. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) performed an application update, after which the station was confirmed to be operating properly with the issue resolved. The system functioned as intended after technical support specialist troubleshot the device.